Manufacturer narrative:
(B)(4). Based on the product analysis completed on 3/21/2018, this product event has been deemed FDA MDR reportable. Information regarding patient age, gender, weight, medical history, race, and ethnicity were not provided. Procode: krd/hcg. (B)(4). Concomitant med products: dcb02 detachment control box, 5f shuttle (cook) sheath introducer, 5f shuttle (cook) guide catheter, and xt-17 45°(stryker) microcatheter. (B)(6). (B)(4). Complaint conclusion: a report was received that during coil embolization of a carotid-cavernous fistula (ccf) at the superior ophthalmic vein (sov), after two competitor coils were placed as anchor, the 2mm x 6cm deltaxsft 10 stretch resistant thermo-mechanical detachable coil delivery system (dlx100206/c40405r) was flushed and advanced through the xt-17 45° (stryker) microcatheter, but resistance was encountered at the middle portion of the catheter. The coil was subsequently replaced with a competitor coil. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. A dcb02 detachment control box, a 5f shuttle (cook) sheath introducer, and a 5f shuttle (cook) guiding catheter were also used for the case. The guiding sheath was approached to the right jugular vein from the right femoral vein. The microcatheter was advanced to the inferior petrosal sinus (ips) and the coil embolization was initiated. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The associated microcatheter did not kink or bend at any time. Other products were used successfully with the microcatheter after the encountered resistance. The user did not apply excessive force during the procedure. No further information was provided. The product was returned for analysis. The embolic coil was located in the green introducer. The device was fully sheathed. There were bends in the device positioning unit (dpu) core wire approximately 22 cm, 43 cm, 46 cm, 80 cm, 82 cm, and 103 cm from the proximal end. The bend at 103 cm is in the sheathed portion of the dpu. The ball tip was intact. The embolic coil was kinked. The condition of the articulating joint and resistance heating (rh) coil was obscured by the green introducer. The v-notch of the resheathing tool was undamaged. After the embolic coil was advanced out of the introducer, the articulating joint and rh coil were visualized. The articulating joint was intact. The rh coil had not heated. An attempt was made to advance the embolic coil out of the introducer. Despite the kink in the embolic coil and bends in the dpu core wire, the embolic coil successfully advanced out of the introducer. The embolic coil was retracted into the introducer and an attempt was made to advance the embolic coil through a lab rotating hemostatic valve (rhv) and lab prowler 14 microcatheter. Some resistance was encountered when the bends in the dpu core wire passed through the hub of the microcatheter. However, the embolic coil successfully advanced through the microcatheter. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint of resistance or friction during advancement was confirmed. While the embolic coil did successfully advance through the microcatheter, resistance was felt when the sharper bends in the dpu core wire entered the microcatheter hub. This would be when the embolic coil was in the middle portion of the microcatheter. It is possible that the resistance felt would be greater in situ, depending on the tortuosity and calcification of the patient¿s vasculature. The observed kink in the embolic coil did not create resistance. The cause of the kink in the embolic coil cannot be determined from the condition of the returned device. The bends in the dpu core wire are evidence of the application of excessive force to the device. The same application of excessive force may have caused the observed kink in the embolic coil. One hundred percent of devices are inspected for kinks at final quality control (qc) inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed kink in the embolic coil. With review of the product analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive conclusion cannot be made, it appears that circumstances of the procedure may have contributed to the event and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during coil embolization of a carotid-cavernous fistula (ccf) at the superior ophthalmic vein (sov), after two competitor coils were placed as anchor, the 2mm x 6cm deltaxsft 10 stretch resistant thermo-mechanical detachable coil delivery system (dcs) (dlx100206/c40405r) was flushed and advanced through the xt-17 45° (stryker) microcatheter, but resistance was encountered at the middle portion of the catheter. The coil was subsequently replaced with a competitor coil. The procedure was completed successfully without further issues or delay. There was no adverse outcome to the patient as a result of the event. Vessel characteristics are not known. A dcb02 detachment control box, a 5f shuttle (cook) sheath introducer, and a 5f shuttle (cook) guiding catheter were also used for the case. The guiding sheath was approached to the right jugular vein from the right femoral vein. The microcatheter was advanced to the inferior petrosal sinus (ips) and the coil embolization was initiated. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The associated microcatheter did not kink or bend at any time. Other products were used successfully with the microcatheter after the encountered resistance. Reportedly, the user did not apply excessive force. The product will be returned for analysis. No further information was provided.